Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 14 bd micro-fine¿+ pen needles leaked from the injection pen connection during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "the customer expressed that the two boxes of pen needles, item no. 329497, which were purchased from the pharmacy, leaked fluid at the connection between the injection pen and the needle during use. After pulling out the insulin needle, the injection site was red, swollen and bruised."

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. 7pcs retention samples were checked on IV point and needle puncture, all samples meet the product specification. H3 other text : see h.10.

Event description:
It was reported that 14 bd micro-fine¿+ pen needles leaked from the injection pen connection during use. The following information was provided by the initial reporter, translated from chinese to english: "the customer expressed that the two boxes of pen needles, item no. 329497, which were purchased from the pharmacy, leaked fluid at the connection between the injection pen and the needle during use. After pulling out the insulin needle, the injection site was red, swollen and bruised".